Event description:
On (B)(6) 2012 the pt reported that the luer locks on his infusion sets have cracked the past two infusion tubings he has used, causing an insulin leak and his blood glucose levels to be elevated. On (B)(6) 2012 he changed the infusion set and the luer lock cracked and leaked, so he changed the infusion tubing again. He went to bed with a blood glucose level of 150 mg/dl. He had to urinate frequently that night and when he woke up his blood glucose level was 369 mg/dl. He checked his infusion set and it was cracked and leaking at the luer lock. The pt's normal blood glucose range is 100-160 mg/dl. He changed his infusion set and corrected the elevated blood glucose via an insulin bolus. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for evaluation.